Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted, having been implanted for 43 months, due to elective replacement indicator (eri). There was an allegation of premature battery depletion.